Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient received an inappropriate shock resulting in a therapy induced arrhythmia (ventricular fibrillation (vf)). Delivery of a second shock terminated the arrhythmia. Ts commented that it appears that the device was t-wave oversensing. Ts recommended exercise testing to increase the patient's heart rate in order to determine if signal morphology changes and if a more appropriate sense vector is identified. The local representative contacted ts to report that exercise testing was performed and a secondary sense vector appears more appropriate than primary. Ts reviewed stored data and confirmed that the patient has a history of two treated and two untreated episodes. The device was reprogrammed to a secondary sense vector and the therapy zones were changed from 190/200 bpm to 200/240 bpm per physician's orders. Ts commented that none of the sense vectors produces optimal sensing. Primary has already given inappropriate therapy and alternate sensing is poor on the captured s-ecgs. Sensing with a secondary sense vector is not perfect but could be tried and may have less oversensing when the tachycardia detection profiles are used (therapy on). Ts suggested that x-ray could be obtained now in the event that a surgical intervention is required in the future. Boston scientific received information from the field clinical representative (fcr) that this patient did not experience syncope during the episode. The patient did not suffer any complications or irreparable injuries. The patient ordered an x-ray; however, the results were not reported to the fcr. The available information suggest that this system remains in-service.